Event description:
Event description cpi received information that this endotak defibrillation lead (0062) was removed from service because of a lead fracture. The lead was implanted on 11/11/94. Out of service on 10/14/96.